Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant fracture and the implant was removed.

Manufacturer narrative:
We received additional information that a second retrieval attempt was successful, and the implant is now restorable, therefore, this event is being changed to a malfunction report as it did not result in implant loss. B1 updated to product problem. H1 updated to malfunction. Not reportable. In this case an abutment fractured and an attempt to retrieve the abutment failed. Therefore, the case was initially reported as a failed implant. There was received information, that a second retrieval was made and was successful. This means, the implant is restorable, and the case is not reportable. D1 and d4: brand name and catalog updated to nha.